Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, g5 mobile app alerting with different sounds than chosen occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of g5 mobile app alerting with different sounds than chosen could not be determined. A root cause could not be determined.